Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient with urinary/bowel dysfunction and urge incontinence. The pt called back repeating information previously reported in this case. Pt stated again they decreased stimulation in december and january because they have been feeling a pinching sensation in their groin. Pt stated therapy was on at program 2 and stated they thought they had it on program 1. Pt successfully decreased stimulation on the call. Pt stated when sitting the pinching has not bothered pt, but stated they have noticed it when pt stands up and walks around a lot is when it bothers pt. Pt stood up/walked around on the call and confirmed it felt a lot better and pinching sensation seemed to maybe be gone following decreasing stimulation. Pt stated they "think they are good" but will decrease stimulation again if needed and will monitor bladder issues if pt needs to decrease stimulation again. Pt will monitor now that therapy change was made and will follow up with hcp if not seeing an improvement. Pt stated they have gone through airport security before many times without turning off their implant. Pt inquired if this could have an effect on their implant. Reviewed airport/security guidelines and redirected pt to hcp to further discuss.

Event description:
Additional information was received from the patient. The cause of the therapy being on program 2 was not determined. They stated they had pinching in the left groin and turned down program 2 from .8 to .7 on "(B)(6) 2023" and then turned it down to .6 on (B)(6) 2023. It seemed better but the groin pinch got worse so they turned it down to .5 on (B)(6) 2023 and the pinching went away. They stated the pinching in the left groin was starting to be noticeable again so they reduced program 2 from .5 to .4 on (B)(6) 2023. They said "no pinch" and that it now seemed to work fine. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.